Event description:
It was reported that the patient presented for revision surgery due to non-union at l5-s1 vertebrae and pre-op diagnosis of adjacent segment of breakdown status post l5-s1 fusion with facet pain at l4-5. The patient underwent removal of hardware l5-s1 on the right; lumbar decompression at l4; segmental instrumentation at l4 to s1; posterior spinal fusion at l4 to s1; exploration of fusion at l5-s1. As per op notes, after patient brought to operating room the back was prepped and draped in a sterile fashion. The right hand side screws were removed without difficulty. Pedicle screws were placed from l4 to s1 on the right hand side. Doctor used her prior screw holes at l5-s1 and placed 6.5mm screws into each of the screw sites. At l4 and on the opposite side at l4 and l5, the doctor used the high speed bur to gain access to the pedicle followed by a gear shift probe, followed by a tap, followed by a ball tip probe to feel all 4 walls of the pedicle, followed by an appropriate length screw. Fusion was carried out by decorticating the transverse process at l4, l5 and sacral ala bilaterally. Bone morphogenic protein sponges wrapped around allograft bone was placed into the lateral gutters. The set screws were then placed into the screws and tightened appropriately and broken off. No intraoperative complications were noted. Approximately three weeks post-op, the patient presented for office visit. The patient underwent x-rays of lumbar spine. Approximately two months post-op, the patient presented for office visit. The patient underwent x-rays of lumbar spine and it shows the hardware to be in good position and alignment. Approximately four months post-op, the patient presented for office visit. The patient underwent lumbar 2/3 views and it shows that the grafts and hardware to be in good position and alignment. Approximately seven and half months post-op, the patient presented for office visit. The patient underwent lumbar 2/3 views and it shows the hardware to be in good position and alignment. Approximately six years post-op, the patient underwent CT lumbar spine with contrast. Impression: moderate circumferential central canal narrowing, post lumbar fusion changes; facet joint arthrosis, ilgamentum flavum hypertrophy and mild disc bulging at the l3-4 level resulting in moderate central canal stenosis of approximately 7mm; l5-s1 facet joint arthrosis. Reportedly, because the patient's pain continued to progress, the patient presented for another surgery to implant an intrathecal pain pump. The pain pump was ineffective and had to be surgically removed. The patient continues to experience pain that radiates into her lower extremities. The patient cannot sit, stand, walk, or recline for more than a few minutes at a time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information.

Event description:
It was reported that on, (B)(6) 2008 ;(B)(6) 2006 ; (B)(6) 2005, the patient presented for follow up. (B)(6) 2008, per medical bills, the patient was admitted for anterior / posterior lumbar or lumbosacral fusion . The patient had removal of implant device and fusion/refusion of 2-3 vertebrae. Recombitant bmp was used for insert. Billing records confirm used of set screws , rhbmp/2 , lined rod. (B)(6) 2009 the patient presented for routine check and underwent bilateral mammograms. Impression: category 2. Benign findings. (B)(6) 2012 the patient presented to the office for her annual exam. (B)(6) 2014 the patient presented to the office for her annual exam and hormone refills. (B)(6) 2014: . The patient underwent digital bilateral mammography. Impression: benign mammograms, category 2 (B)(6) 2015 the patient presented to the office for her annual exam. (B)(6) 2015 the patient presented to the office to undergo lab tests.

Manufacturer narrative:
(B(4).

Event description:
It was reported that: on (B)(6) 2008, the patient presented with preop diagnosis of adjacent segment of breakdown status post l5-s1 fusion with facet pain at l4-5. The following procedures were performed removal of hardware l5 to s1 on the right, lumbar decompression at l4, segmental instrumentation at l4-s1, posterior spinal fusion at l4 to s1, exploration of fusion at l5-s1. Op note: the musculature was then stripped off of the spine with the cobb elevator out of the tips of the transverse processes. The right side screws were removed and fusion mass was explored. It appeared that the level l5-s1 level may have had some microscopic motion. Pedicle screws were placed from l4-s1 on the right side. The surgeon used her prior screw holes at l5-s1 and placed 6.5mm screws from the legacy system into each of the screws sites. At l4-s1 and on the opposite side at l4-s1, surgeon used the high speed bur to gain access to the pedicle followed by a gear shift probe, followed by a tap, followed by a ball tip probe to feel all 4 walls of the pedicle, followed appropriate le ngth screw from the legacy system. The bone quality at the s1 pedicle on the left side was not sufficient enough to hold a screw and given a fact that the surgeon thought a fairly decent fusion on that side the patient opted not to place a screw on the left at l5-s1. Once that was complete, the wound was irrigated and the lamina at l4 was exposed. The surgeon removed the ligamentum flavum at that level and palpated all neural structures. Facet joints were burred into to alleviate any pressure on the traversing nerve roots. Once that was complete, then surgeon went ahead and prepared for fusion. Fusion was carried out by decorticating the transverse processes l4, l5, and sacral ala bilaterally. Bmp sponges wrapped around allograft bone was placed into the lateral gutters. The set screws were placed into the screws and tightened appropriately and broken off. At this point, the entire wound was irrigated and closed in a standard fashion. The patient tolerated the procedure well and was transported to the recovery room in a satisfactory condition. No intraoperative complications were noted. From 2008-2009: the patient underwent treatment for pain pump/ injections for pain on (B)(6) 2008: the patient underwent posterior lumbar spine surgery due to adjacent segment of breakdown status post: 5-s1 fusion with facet pain at l4-5; severe back pain; hip pain. Pedicle screws; rods; allograft bone were also implanted. From 2009- present: the patient underwent treatment due to heart problem. Allegedly, after the infuse surgery, injuries include, but are not limited to back pain; pain in both hips; radiating pain down both legs; muscle spasms; numbness and tingling in both legs; gastrointestinal problems; swelling in area of surgery; nerve injuries; mental anguish; depression. The patient could no longer go for a walk, stand or sit for longer time, lift heavy objects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2008: the patient admitted with preoperative diagnosis of adjacent segment of breakdown status post l5-s1 fusion with facet pain at l4-5. And underwent removal of hardware l5 and s1 on the right, lumbar decompression at l4, segmental instrumentation at l4 to s1, posterior spinal fusion at l4 to s1, exploration of fusion at l5-s1. (B)(6) 2008: the patient presented with back and leg pain. On (B)(6) 2008 the patient presented for office visit. Patient reported pain down left leg. (B)(6) 2008: the patient presented with cough, congestion in chest. (B)(6) 2009: the patient admitted with chief complaint of low back and right hip pain secondary to failed back syndrome/ lumbar spondylosis. The patient admitted for placement of temporary epidural catheter for narcotic infusion trial. The patient underwent physical examination. Impression: low back and radiating right leg pain secondary to failed back syndrome/ lumbar spondylosis. The patient diagnosed with failed back syndrome and underwent ¿adsdip¿. (B)(6) 2009: the patient was discharged. (B)(6) 2009: the patient presented with chronic low back and right hip pain secondary to failed back syndrome and lumbar spondylosis. The patient underwent placement of indwelling intrathecal pump and implantation of programmable subcutaneous pump reservoir. (B)(6) 2009: the patient presented for office visit with pain. (B)(6) 2009: the patient underwent xr- c-arm pain management. (B)(6) 2009 the patient was presented for office visit with nausea, headache and some back pain. Impressions: posterior puncture cephalgia. 2) history of chronic low back and right hip pain secondary to failed back syndrome and lumbar spondylosis. (B)(6) 2009 the patient was presented for office for follow up. Impressions: post dural puncture headache. 2) chronic low back and right hip pain secondary to failed back syndrome and lumbar spondylosis. On (B)(6) 2009 the patient presented for follow-up. (B)(6) 2009, (B)(6) 2010 the patient was presented for office visit with low back, right hip and right leg pain, with a history of lumbar radiculitis secondary to failed back syndrome and lumbar spondylosis, now status post intrathecal pain pump placement. Impressions: low back, right hip and right leg pain with lumbar radiculopathy secondary to failed back syndrome and lumbar spondylosis. (B)(6) 2010 the patient was presented for office visit with chronic low back pain secondary to failed back syndrome, now status post intrathecal pump placement. On (B)(6) 2010 the patient presented for follow-up and reported swelling in ankles and back pain. On (B)(6) 2010 the patient underwent chest x-ray. Impression: cardiomegaly with a small left pleural effusion. (B)(6) 2010: the patient underwent anesthesis procedure. (B)(6) 2010: the patient underwent CT arteries w/calcium scoring. Impression: normal extra cardiac exam. On (B)(6) 2010 the patient underwent CT arteries. Impression: normal extra cardiac exam. On (B)(6) 2010 the patient presented for follow-up post catheterization. The patient presented for follow-up. On (B)(6) 2010 the patient presented for follow-up with complaints of dizziness and chest pain. On (B)(6) 2011, (B)(6) 2010 the patient presented for follow-up for chest pain. On (B)(6) 2009 the patient presented for follow-up on (B)(6) 2011 the patient was admitted to the hospital with dehydration and viral gastroenteritis. On (B)(6) 2011 the patient was admitted to the hospital with recurrent abdominal pain, nausea, vomiting and diarrhea. She was hypotensive on presentation. On (B)(6) 2011 the patient presented for follow-up with complaints of persistent nausea. On (B)(6) 2011 the patient presented for follow-up after an episode of gastroenteritis and suspected intestinal dismotility. (B)(6) 2010: the patient presented with follow up visit with complaint of back pain, numbness left leg. (B)(6) 2010: the patient presented with back pain and refill. (B)(6) 2010: the patient presented with check up refills. (B)(6) 2011: the patient presented with pain for office visit. (B)(6) 2011: the patient presented with sinus congestion and for check up. (B)(6) 2011 the patient was presented for office visit with low back and bilateral lower extremity pain, left greater than right, and history of bilateral l5 radiculitis secondary to postlaminectomy back syndrome. Physical examination: straight leg raises are negative bilaterally. She did had some lower lumbar spinous and paraspinous tenderness. Impressions: low back, mainly left lower extremity pain, occasional right lower extremity pain, with l5 radiculitis, probably secondary to post laminectomy back syndrome, status post lumbar fusion, now with flare of pain. (B)(6) 2011 the patient underwent removal of indwelling intrathecal catheter with explantation of the synchromed ii programmable sub cutaneous pump reservoir. Preoperative diagnosis: desires removal of intrathecal catheter and pump reservoir due to non-use and mild discomfort. Perop notes: pressure points were sufficiently padded and proper positioning was noted. Next, the area overlying the pumo reservoir as well as back and right hemi-abdomen were prepped in the usual sterile fashion and draped including ioban draping. Next, beginning over the programmable subcutaneous pump reservoir approximately an 8cm to 10cm incision was made over the previous incision area and carried down to the pump reservoir which was sitting over the rectus fascia. Bovie cautery was used to achieve hemostasis. Blunt dissection was preformed around the pump reservoir. The pump reservoir was removed from the pocket and from the capsule after clipping the permanent sutures which appeared to be ethibond. The pump reservoir was explanted. At this point we attempted to remove the catheter from the abdomen being careful for the catheter not to break. The catheter was removed in its entirely and confirmed by everyone with the marking on the end of the catheter at the end area that the catheter had been removed intact. (B)(6) 2011: the patient presented with chief complaint of low back and right leg pain, possible failed back syndrome/post laminectomy syndrome. Ros revealed: impression: low back and occasionally right lower extremity pain with lumbar radiculitis secondary to probable post laminectomy syndrome/ failed back syndrome. The patient underwent ¿adsdop¿. (B)(6) 2011: the patient presented with nausea, vomiting. Ros revealed: musculoskeletal: back stiffness, neurological: numbness, tremors, weakness, psych: depression, insomnia, memory concentration anxiety (B)(6) 2011: the patient admitted with diagnoses of dehydration and viral gastroenteritis. The patient underwent dx chest portable. Impression: satisfactory appearance of the PICC line, no acute cardiopulmonary process. (B)(6) 2011: the patient underwent us upr abdomen. Impression: 1. Prior cholecystectomy, no biliary ductal dilatation, normal sonographic appearance of the liver. The patient underwent dx abd series w/pa cheat. Impression: post operative changes nonspecified bowel gas pattern, satisfactory posi tioning of the PICC line. No acute cardiopulmonary pathology (B)(6) 2011: the patient presented with chief complaint of abdominal pain. (B)(6) 2011: the patient presented with flu. Ros revealed: musculoskeletal: back stiffness, neurological: numbness, tremors, weakness, psych: depression, insomnia, memory concentration anxiety. (B)(6) 2011: the patient underwent endoscopy. Findings: mucosal inflammation noted from the eg junction to the antrum with bile staining. (B)(6) 2011: the patient presented with chief complaint of flu. Ros revealed: musculoskeletal: back stiffness, neurological: numbness, tremors, weakness. Psych: depression, insomnia, memory., anxiety. (B)(6) 2011: the patient presented with chief complaint of check up and labs, general health maintenance and back pain. Ros revealed: musculoskeletal: arthralgias, myalgias, back pain, stiffness, psychiatric: depression, insomnia. The patient underwent physical examination: musculoskeletal: diminished range of motion, tender to palpation over lower back, psychiatric: depression, flattened. (B)(6) 2011: the patient presented with chief complaint of djd. On (B)(6) 2011 the patient presented for follow-up after experiencing rectal bleeding. On (B)(6) 2011 the patient presented for follow-up after experiencing chest pain. On (B)(6) 2011 the patient presented for follow-up after experiencing nausea, cardiomyopathy, hypertension and epigastric discomfort. On (B)(6) 2011 the patient presented for follow-up after experiencing nausea, cardiomyopathy, hypertension and epigastric discomfort. On (B)(6) 2011, the patient underwent x-ray chest. Impression: cardiomegaly with no evidence for congestive failure. (B)(6) 2011: the patient presented for office visit. The patient underwent x-ray of the chest. Impression: cardiomegaly with no evidence for congestive failure. (B)(6) 2012: the patient presented for follow ¿up visit and reported occasional heart skipping. (B)(6) 2012, the patient presented for follow ¿up visit. The patient underwent physical examination. Impression: gastroparesis, gerd, gastritis. (B)(6) 2012: the patient admitted for physical examination.. Assessment cardiomyopathy severe, anomalous left vein, moderate to severe mitral regurgitation, hypertension, ventricle ectopy, moderate pulmory hypertension. (B)(6) 2012: the patient underwent x-ray of the chest. Impression: mild cardiomegaly with no acute pulmonary process. On (B)(6) 2012, the patient underwent implantable cardioverter defibrillator implantation with acute placement of a right ventricular defibrillator lead. (B)(6) 2012: the patient presented for follow-up. (B)(6) 2012: the patient presented for office visit for wound check. On (B)(6) 2012, the patient presented for follow-up. On (B)(6) 2012, the patient presented for wound check. On (B)(6) 2012, the patient presented for follow-up and reported weakness. On (B)(6) 2012, the patient presented for follow-up and reported 9 pound weight gain and weakness. (B)(6) 2012: the patient presented for office visit. On (B)(6) 2012, the patient presented for follow-up and reported dizziness with fear of falling, lack of energy, and sinus drainage. On (B)(6) 2012, the patient presented for follow-up and reported skipping of the heart and occasional episodes of tiredness and poor energy. On (B)(6) 2013 the patient presented for follow-up and reported brief fluttering of the heart and occasional weakness. On (B)(6) 2013 the patient presented for follow-up and reported fatigue. On (B)(6) 2013 the patient presented for follow-up after experiencing nausea and vomiting and epigastric discomfort. On (B)(6) 2013, the patient presented for follow-up with chronic gastroparesis. And reported nausea and vomiting of undigested food p roducts of last night's meal. On (B)(6) 2013 the patient presented for follow-up and reported brief fluttering of the heart and occasional weakness. On (B)(6) 2013 the patient presented for follow-up and reported fatigue. On (B)(6) 2013 the patient presented for follow-up after experiencing nausea and vomiting and epigastric discomfort. On (B)(6) 2014 the patient presented for follow-up after experiencing nausea and vomiting and epigastric discomfort. On (B)(6) 2014 the patient presented for follow-up. On (B)(6) 2014, patient underwent CT myelogram of lumbar spine which showed disk bulge and degeneration above the level of her previous fusion. On (B)(6) 2014, patient presented for office visit and reported back pain and bilateral hip pain. Patient underwent x-ray of lumbar spine 2/3 views. Patient was diagnosed with lumbago. On (B)(6) 2014, patient presented for follow-up evaluation of low back pain radiating down lateral aspects of both legs. CT myelogram showed right-sided l3-l4 degeneration and disc bulge, above level of her fusion. Past injection gave two weeks of relief. On (B)(6) 2014 the patient presented for follow-up and reported mild edema and dyspnea. On (B)(6) 2015 the patient presented for follow-up after experiencing nausea and vomiting while on a cruise. On (B)(6) 2014 the patient presented for follow-up with nausea. On (B)(6) 2014 the patient underwent x-ray chest. Impression: cardiomegaly. Mild interstitial opacity most prominent in the upper lob es which most likely represents fibrosis. On (B)(6) 2014 the patient presented for follow-up and reported edema. On (B)(6) 2015, patient reported with complaint of knot on back, and soreness in upper thoracic region which had flattened out. On (B)(6) 2015 the patient underwent x-ray chest. Impression: probable confluence of shadows overlying the right apex. Additional images are necessary. The patient presented for follow-up and reported edema. On (B)(6) 2015 the patient underwent x-ray chest. Impression: 1) cardiomegaly. 2) no acute pathology. 3) the focus of density previously described at the right apex is favored to represent a confluence. On (B)(6) 2015 the patient presented for follow-up and reported nausea and vomiting due to flared gastroparesis. On (B)(6) 2015 the patient presented for follow-up and reported edema up and down with pain in feet. On (B)(6) 2015 the patient presented for follow-up. On (B)(6) 2015 the patient presented for follow-up and reported flared gastroparesis with vomiting. On (B)(6) 2015 the patient presented for follow-up and reported some edema on left side and had some trouble with her back. On (B)(6)2015 the patient presented for follow-up and reported some edema on left side and had some trouble with her back.

Event description:
It was reported that on (B)(6) 2007 patient underwent mammogram. Impression: small left breast cyst. On (B)(6) 2007 patient presented with solitary cyst of breast. Patient also underwent mammography. Impression: probable small breast cyst. On (B)(6) 2007 patient underwent radiology exam. Impression: probable intramammary lymph node. The patient presented for abnormal left mammogram. On (B)(6) 2007 patient presented with lumbago, decreased rom, decreased strength of ¿ble¿. The patient presented to office for status post lumbar fusion. On (B)(6) 2007 the patient underwent mammogram breast surgery due to left breast nodule. Impression: abnormal mammogram, post anesthesia follow-up, cbc (radiology exam), pre and post diagnosis: abnormal left mammogram.

Manufacturer narrative:
(B)(4). Image review report: (B)(6) 2014 lumbar spine series with myelography initial ap c-arm is taken during injection of contrast into the l5 interspace. Pedicle screws with rods are seen l4-l5-s1 on the right, l4-l5 on the left. Spacer is seen within the l5 disc space. Multiple c-arm views show contrast within the thecal sac without signs of nerve root cut off in the surgical area. Subsequent lateral shows contrast within the thecal sac. Possible stenosis is suggested at l3/4. (B)(6) 2014 postmyelogram lumbar CT shows construct as described above. Large peek ring interbody spacer is seen at l5. Fusion is clearly solid. Facet arthropathy is noted at l3/4. High grade stenosis is noted at l3/4 both central and foraminal. Clips are seen on the right consistent with previous cholecystectomy. No evidence of heterotopic bone is detected on any films. Instrumentation is in satisfactory position.